Event description:
It was reported the lesion was pre-dilated with a 5mm balloon. The 5.50x150 supera self expanding stent system (ses) was advanced to the stenosed lesion; however during deployment, after the final step when the stent was released it became stuck. The ses was turned in order to free the stent however the proximal third of the stent stretched and fractured. It was impossible to get through the stent again or to re-dilate. The patient developed critical ischemia with trophic disorders of the lower body. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure. It is likely that the distal sheath of the delivery system was entrapped as the stent was deployed on a bend such that the ratchet was unable to properly/fully engage the stent resulting in the reported difficult/delayed activation. Manipulation of the device in attempts to fully deploy the stent by turning the delivery system resulted in the reported stretched stent and ultimately resulted in the reported stent break. The reported difficulties possibly caused/contributed to the reported patient effects; however a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of ischemia is listed in the supera peripheral stent systems instructions for use as a potential adverse effect. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.